Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported the needle did not retract; indicating a needle mechanism failure. The pod was worn between 1 and 4 hours and the patient's blood glucose (bg) levels reached 15.9 mmol/l (286 mg/dl) as a result of the event. A new pod was applied to treat the hyperglycemia and the patient's bg levels stabilized.

Manufacturer narrative:
The returned product was evaluated and the investigation found scuff marks present on the top housing, as well as a bent linkage assembly. The pod was returned with the formed needle exposed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The alarm indicates a low voltage was detected.